Event description:
It was reported that the customer had a excessive insulin disbursement on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advise to disconnect to the insulin pump until the insulin pump has been troubleshoot. The customer was advised to give us a call so we can run some test and replace the insulin pump if needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.